Event description:
Patient was revised to address acetabular cup loosening and osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was indicated that the patient was revised to address pain, elevated metal ion levels and changes in mental status. Revision notes reported some clear joint fluid with metal debris, scar tissue and heterotrophic bone formation. Although cup loosening was previously alleged, this was not indicated in the medical records.